Event description:
The emergency department reported a pediatric nasal cannula coming out of the package with a white, some-what greasy film on the tubing. Not sure if this is a manufacturing by-product or what, but it was felt that this should be reported. The issue was found before the device was used.